Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A functional testing performed and no failure was found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a thoracoscopic lobectomy procedure, the power seal energy devices had an error of incomplete sealing occurred frequently (the number of times is unknown). There were no reports of patient harm.

Manufacturer narrative:
(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a thoracoscopic lobectomy procedure, the power seal energy devices had an error of incomplete sealing occurred frequently (the number of times is unknown). There were no reports of patient harm.